Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and caused the patient alleged to visualization of particles. Additional information was received about the alleged nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, inflammatory response and liver disease/toxicity. There was no report of medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The following sections have been updated in this report as reportability decision has been changed from product problem to serious injury. In section b: adverse event/product problem has been updated in this report. In section h: type of reported complaint, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.